Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was hearing the pump alarm and the personal therapy manager (ptm) was giving an 8286 code. A non-critical low reservoir alarm and empty pump occurred. The actions required as a result of the event included reprogramming. The patient¿s pump was re-interrogated, and reprogrammed. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced no symptoms as a result of the event. It was later reported that there was a programming error at the time of refill. At the time of report, the patient was doing well and receiving effective therapy. The pump was used to infuse an unknown type of drug.